Manufacturer narrative:
Product support could not replicate the client's observation without return of edta pt sample. Retention testing on positive and negative control samples yielded troponin I (tni) results within release specifications. A review of manufacturing release data showed analyte recovery to be within release specifications. Product deficiency was not established; no corrective action required at this time.

Event description:
Customer reported to (B) (6) a potential false positive troponin I (tni) result on triage cardiac panel test. A plasma heparin sample was run in a lab on analyzer axsym abbott but no results were provided. Caller also stated that pt had an ECG that was okay and there were no problems for this pt.